Manufacturer narrative:
Device analysis: pump malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The product analysis confirmed a pump malfunction. No escalation required based on product analysis.based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that during the implant procedure the pump had unspecified issues with an inflatable penile prosthesis (ipp). The 18cm x 12mm ipp pump was not implanted and a 15 cm x 12mm pump was successfully implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during the implant procedure the pump had unspecified issues with an inflatable penile prosthesis (ipp). The 18 cm x 12 mm ipp pump was not implanted and a 15 cm x 12 mm pump was successfully implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.